Event description:
Large piece of bard kugel composix mesh with evidence of chronic infection with hernia inferior to mesh. Explanted due to recall. In 2004 - pt underwent mesh implant. In 2009 - pt underwent removal of infected mesh, ventral hernia repair with bilateral separation of parts and strattice underlay.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for eval or add'l info becomes available.